Manufacturer narrative:
The t:slim user guide states: "caution it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidently changed the timed setting from pm to am. Customer noticed the error two days later and changed it back. Customer's blood glucose was 253 mg/dl which was addressed by delivering a bolus via the pump.